Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction it is presumed that the phenomenon occurred due to repeated use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a damaged brush upon opening package. There was no patient involvement.